Manufacturer narrative:
The associated complaint device was not returned for evaluation.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that during a poly exchange revision surgery, it was evident when the insert was removed that the ps post had snapped.